Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the protégé everflex self-expanding stent as per IFU. It was reported no excessive force, or resistance was encountered while advancing the stent system for a relining of the left proximal renal artery. During positioning for deployment, the physician observed a damage to the mounted stent system. The stent was removed from the patient with no issues reported. Another device was used for the procedure. No patient injury reported.

Manufacturer narrative:
Device evaluation summary: the protégé everflex was inspected and observed the distal tip was pulled back into the outer. The hypotube was pulled back and out from the distal deployment grip. Approximately 12cm of the guidewire exposed outside the distal end of the catheter. The distal tip was pulled back into the outer assembly 7cm from the rim of the outer distal rim. The distal end of the stent was noted approximately 8.5cm from the distal rim of the outer. The distal end of the guidewire was measured using a snap gauge. The outer diameter measured at 0.0355". Functional testing: the loaded guidewire was attempted to be pulled and advanced within the loaded protégé everflex catheter. No movement was noted, unable to unload the guidewire. Photo/image analysis: 2 cds have been analyzed. It was discovered both cds are copies from the same procedure. The contents of each cd is the same. The provided images have been reviewed. There was no evidence observed of the inability to deploy the stent due to damage. If information is provided in the future, a supplemental report will be issued.